Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump alarmed compromised force sensor system during the basic occlusion tests due to moisture damage on the force sensor resistor. Unable to perform the self-test, unexpected restart, occlusion, prime, off no power or excessive no delivery alarm tests due to the alarm. All operating currents were within specifications. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, a cracked display window and a cracked case.